Manufacturer narrative:
Quality-safety evaluation of ptc: (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 11-jan-2017: ptc investigation result. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced device dislocation ("migration of implant") and genital haemorrhage ("heavy bleeding") amongst non serious events. Approximately four years after implantation essure was removed surgically. The exact reason of the removal was not specified but the company assesses the device dislocation as most probable cause for the removal. Device dislocation and genital haemorrhage are anticipated in the reference safety information for essure. Based on the nature of the event and considering that genital haemorrhage may occur with essure therapy, a causal relationship with suspect insert cannot be excluded. The exact date and mechanism of device dislocation were not reported, however, considering the event's nature, it was considered related to the suspect insert. This case was regarded as incident since device removal was required (intervention required). A product technical analysis was performed with neither complaint sample nor valid lot number. Thus, a product quality defect could not be confirmed but is considered plausible as it cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Further information will be obtained through the litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") and genital haemorrhage ("heavy bleeding") in a female patient who received essure. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient started essure. On an unknown date, the patient experienced device dislocation (serious criteria medically significant and clinically significant/intervention required), genital haemorrhage (serious criterion medically significant), abdominal adhesions ("adhesions") and pain ("pain"). The patient was treated with surgery (essure removed on (B)(6) 2016). Essure was withdrawn. At the time of the report, the device dislocation, genital haemorrhage, abdominal adhesions and pain outcome was unknown. The reporter considered device dislocation, genital haemorrhage, abdominal adhesions and pain to be related to essure. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced device dislocation ("migration of implant") and genital haemorrhage ("heavy bleeding") amongst non serious events. Approximately four years after implantation essure was removed surgically. The exact reason of the removal was not specified but the company assesses the device dislocation as most probable cause for the removal. Device dislocation and genital haemorrhage are anticipated in the reference safety information for essure. Based on the nature of the event and considering that genital haemorrhage may occur with essure therapy, a causal relationship with suspect insert cannot be excluded. The exact date and mechanism of device dislocation were not reported, however, considering the event's nature, it was considered related to the suspect insert. This case was regarded as incident since device removal was required (intervention required). A product technical complaint analysis is being sought further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('migration of implant / perforation') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), abdominal adhesions ("adhesions") and pain ("pain"). The patient was treated with surgery (essure removed on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the perforation, genital haemorrhage, abdominal adhesions and pain outcome was unknown. The reporter considered abdominal adhesions, genital haemorrhage, pain and perforation to be related to essure. The reporter commented: discrepancy note in essure explant date: (B)(6) 2016. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jul-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('migration of implant / perforation') and device dislocation ('evidence of essure coil placed her abdominal cavity') in an adult female patient who had essure (batch no. A20065) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), abdominal adhesions ("adhesions") and pelvic pain ("pain"). The patient was treated with surgery (essure removed on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the perforation, device dislocation, genital haemorrhage, abdominal adhesions and pelvic pain outcome was unknown. The reporter considered abdominal adhesions, device dislocation, genital haemorrhage, pelvic pain and perforation to be related to essure. The reporter commented: discrepancy note in essure explant date: (B)(6) 2016 and (B)(6) 2016. Lot number:a20065 manufacturing date:2012-06 expiration date:2015-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-sep-2020: quality-safety evaluation of ptc. Event device dislocation marked as medically significant. Event pain nos updated to pelvic pain female. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('migration of implant / perforation') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), abdominal adhesions ("adhesions") and pain ("pain"). The patient was treated with surgery (essure removed on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the perforation, genital haemorrhage, abdominal adhesions and pain outcome was unknown. The reporter considered abdominal adhesions, genital haemorrhage, pain and perforation to be related to essure. The reporter commented: discrepancy note in essure explant date: (B)(6) 2016 and (B)(6) 2016. Quality-safety evaluation of ptc: quality safety evaluation of ptc global number: (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 24-feb-2020: pif received. New event perforation was added. Rcc was updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('migration of implant / perforation') in an adult female patient who had essure (batch no. A20065) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), abdominal adhesions ("adhesions"), pain ("pain") and device dislocation ("evidence of essure coil placed her abdominal cavity"). The patient was treated with surgery (essure removed on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the perforation, genital haemorrhage, abdominal adhesions, pain and device dislocation outcome was unknown. The reporter considered abdominal adhesions, device dislocation, genital haemorrhage, pain and perforation to be related to essure. The reporter commented: discrepancy note in essure explant date: (B)(6) 2016 and (B)(6) 2016. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: mr received: lot number was added, reporter was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.